Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blistering and itchy skin irritation under the lifevest equipment. The patient also reported sensitivity to the sun. The patient believes the sun sensitivity is due to the medication that he is taking. There was no alleged device malfunction contributing to the irritation. The patient applied alcohol to the irritation and an over the counter medicated wipe that was recommended by a pharmacist. Follow up indicated that the patient's skin irritation improved.